Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted during a vaginal hysterectomy, anterior and posterior repairs, and urethral sling insertion procedure performed on (B)(6) 2014, for the treatment of uterine vaginal prolapse and stress urinary incontinence. On (B)(6) 2019, the patient had a consultation. She mentioned that she had pain and reported that she had disc bulge. Additionally, she stated that her physical job had a lot of pushing and pulling. After seeing her gynecologist, it was discussed that she had to increase her physical activity for increasing stability and strength around spine and pelvis. Urinary incontinence was not a problem for her this time and she still had bowel issues.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).